Event description:
The customer reported to olympus, the bronchovideoscope had a collapsed insertion tube. The issue was found during an unknown event. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the coat of the image guide pipe is peeling off. (1mm2 or more) was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: connecting tube had a dent, due to wear of angle wire bending angle in up direction did not meet the standard value, due to a dent on bending tube bending angle in up direction exceeded the standard value, due to damage on the channel tube the forceps cannot be inserted smoothly, the control unit had a scratch, the suction cover had a scratch, the grip had a scratch, the up/down plate had a scratch, the angulation lever had a scratch, the switch box had a scratch, the universal cord had a scratch, the suction connector had a scratch, the scope connector cover unit had a scratch, and the insertion tube rotation ring had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause could not be identified; however, it is likely that the defective item is a result of stress from use, external factors, or handling, leading to the malfunction. The event can be prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.